Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes that the right atrial lead noise was over-sensed by the device. Noise was confirmed to be due to an external source.